Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise oversensing, which appeared to be myopotential. Technical services (ts) reviewed the event and stated that it was difficult to determine from the electrogram (egm) whether the oversensing had resulted in pacing inhibition lasting more than two seconds. Ts also noted a suspected lead fracture and recommended an rv lead revision; however, reprogramming adjustments were also advised. The rv lead is a non-boston scientific device. No adverse patient effects were reported. This crt-p remains in service.